Manufacturer narrative:
(B)(6)

Event description:
Presented to ccu (B)(6) with decompensated heart failure. On (B)(6) rhc, which showed elevated filling pressures (wedge 35), indicative of possible lvad failure (but no vad alarms). Lvad speed was increased to 9800 to see whether this would help with acute lv failure. The night of (B)(6), a dr. (B)(6) was called after pt became tachypneic. He was placed on bipap but then lost mental status and had no dopplerable pulse. During code pt had persistent pea and never had a shockable rhythm. Cause of the code was thought to be hypoxia.